Manufacturer narrative:
Product analysis: analysis was unable to confirm programmer would freeze when printing reports. Unable to find confirming data in log parsing files. Reconfigured hard drive and reloaded software and replaced printer drawer as preventative measures. Unable to confirm programmer would not interrogate devices; programmer successfully interrogated several devices without issue. Reconfigured hard drive and reloaded and updated software as a preventive measure. Inspected nylon standoff between link electronic module (lem) and microprocessor unit (mpu) boards; no fault was found and replaced standoff. Re-seated lem board and reconfigured hard drive and reloaded software. Handle cover is cracked. Replaced handle covers. System fan is intermittently noisy. Replaced system fan. Passed all final functional and systems tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer continues to experience freezing when printing reports, despite attempts to reboot. In addition, the programmer will not interrogate devices. The programmer was returned for service. No patient complications have been reported as a result of this event.